Manufacturer narrative:
Report source foreign: (B)(6).

Event description:
Information was received that during pre check of a cadd-legacy 1, a "no disposable, clamp tubing" alarm went off. No adverse patient effects were reported.